Event description:
It was reported the patient had two urinary tract infections (utis) in the past year. Patient outcomes and actions taken were not given. Follow-up is being conducted to obtain these answers.

Manufacturer narrative:
Concomitant products: product ID 3093-28, lot # va00r2y, implanted: (B)(6) 2013, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient. (B)(4).